Event description:
It was reported that during a low anterior resection, after firing the device, the staples were unformed. The patient's tissue was very thick. The surgeon tried to fire the device before the safety was removed. During firing, the audible crunch was noticed but the second half of the washer was not found. It was during visual inspection that unformed staples were noted. Not reported how procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.